Manufacturer narrative:
The returned device was evaluated and the investigation found a tear in the exposed portion of the soft cannula. During fluid path testing, fluid was observed to be leaking from the tear. The timing and cause of this soft cannula damage could not be determined. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. The automatic glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.

Event description:
A patient reports while wearing a pod between 4 and 24 hours their blood glucose level had rose to 400 mg/dl.